Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of a 6 cm abdominal aortic aneurysm. Vessel morphology was reported as being moderately tortuous and mildly calcified. It was reported that the physician deployed a talent aui (aorto-uni) device too distally, which necessitated that an additional talent cuff device be deployed and modeled with a reliant balloon. A type iii endoleak (separation) was evident, which was reported to be coming from between the aui and the cuff device (MDR 2953200-2008-01258). A second talent aui device was then deployed, but the endoleak did not resolve (MDR 2953200-2008-01259). The physician elected to surgically convert the patient. No clinical sequelae were reported, and the patient is fine. The devices have been received by medtronic, and their evaluation is pending. Please note that this model number auf3016c25ax is not approved in the united states; however, it is similar to the af3016c140xh, which is approved in the united states.

Manufacturer narrative:
Other (secondary intervention required) - evaluation: deployed stent graft too distally. Endoleak. Moderate tortuosity of the vessels.